Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported that on the date of death there was a right ventricular lead integrity warning for high rate non-sustained episodes and variation in the lead impedance. The physician reviewed the information from the remote monitor transmission and stated "it looked like the patient went into ventricular tachycardia/ventricular fibrillation but the device did not deliver therapies." The physician questioned if there was a device malfunction or if the patient's rhythm did not qualify for therapy based on the programmed settings.